Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). In addition, the fss provided surgery support. The surgeon had demonstrated a vacuum surge on several occasions. The fss observed the surges were all instigated by allowing air to enter the aspiration line and concluded the surges was an application issue. Furthermore, the fss concluded the surgery center requires further application surgery support. The fss found no issues with the operation of the phacoemulsification unit. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular bag was damaged resulting in a vitrectomy performed. Initially, the surgery reported that there was a feeling that there was a surge during the irrigation/aspiration quadrant (I/a) mode. Upon a field service visit, the surgeon related to an amo field service specialist (fss) that there was a damaged capsule that resulted in an unplanned vitrectomy. The surgeon indicated the damage capsule could possibly attribute to the surge reported. The patient outcome is expected to be normal, following post vitrectomy.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional: patient age is provided in this follow up. Patient gender is provided in this follow up. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.